Event description:
It was reported that the lid part of the single use biopsy valve broke and fell off during an unspecified procedure. There was no report of patient/user harm.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital. The device was not returned to olympus for inspection; therefore, the reported malfunction could not be confirmed. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.